Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a keypad anomaly. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump buttons does not work and the time and date was incorrect and grayed out. No keypad anomaly troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected motor error alarm noted during testing. The insulin pump passed self test. No missing segments/partial display noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. The insulin pump was received with cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, stained end cap sticker and stained address/serial number label.